Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the (reported symptom) which was not reproduced. During a physical inspection of the device, downstream pressure plate gap was found to be out of specification and was calibrated.

Event description:
It was reported that a spectrum pump displayed constant downstream occlusion message during preventive maintenance testing. It was also reported there was no patient involvement.